Event description:
The lead was electively explanted. Post op visual by the physician noted the lead was fractured with protrusion through the outer polyurethane insulation.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and approx.5mm proximal of the weld site. The proximal section of j stiffener wire measures approx. 82mm and has migrated down lead body approx. 23mm proximal of weld site. Visual inspection under 30x magnification also indicates outer anode coil wire fracture approx. 19cm proximal of the fixation helix housing electrode tip. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm.